Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent temperature alarms occurred. Reportedly, the pump was in normal temperature conditions. The user reported a blood glucose (bg) level of 374 mg/dl. Additionally, the user had been experiencing ongoing elevated bg levels between 300-400 mg/dl and as high as 500 mg/dl. The bg level was addressed with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.